Manufacturer narrative:
Batch review performed on 16 march 2018: amis terminal cup impactor for metal back cc reference lot. 1413789 (B)(4) items manufactured and released on 15 december 2014. No anomalies found related to the problem. To date, this is the fifth similar event reported on items of the same lot versafitcup cc acetabular shell cc trio ø 58 reference (B)(4) (k103352) lot 162340: (B)(4) items manufactured and released on 26 july 2016; expiration date: 2021-06-23. No anomaly found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the final cup impaction the terminal for amis cup impactor remained stuck in the implant. The surgeon was able to remove the assembly and to implant a back-up shell of the same size using the liner impaction sphere. The surgery was completed successfully.